Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: two (2) event units were returned for evaluation. Upon inspection of units one and two, engineering was able to replicate the customer issues of incomplete clip closure and improper clip loading. The unit was disassembled, and one of the internal components was found to be misaligned. The root cause of the customer's experience with the devices may be attributed to different factors. The first and second units' experience of improper clip loading and scissoring may be the result of the improper alignment of internal components, leading to additional friction within the device. Additional friction can potentially damage the internal components. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging.

Event description:
Laparoscopic cholecystectomy - "during a laparoscopic cholecystectomy, the first applier was tested off tissue - successful. The second firing was also successful on the bile duct. The third and fourth firings failed. A second clip applier from the same lot was attained and tested fine as the first firing off tissue, worked the second firing on the remaining bile duct and attempted on the artery and failed on the third and fourth firings prompting a 3rd clip applier to be opened, this time from a separate lot number. This 3rd clip applier had no problems." Patient status - "unaffected."